Manufacturer narrative:
H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no related quality issues were found during production.

Event description:
It was reported that after insertion of the catheter it was discovered that the needle would not retract with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, translated from french to english: after putting the catheter, the retraction system of the needle did not work, unable to secure the device. The device has not been kept.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion of the catheter it was discovered that the needle would not retract with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: after putting the catheter, the retraction system of the needle did not work, unable to secure the device. The device has not been kept.